Manufacturer narrative:
Date of report received 03 jun 2019. MFR received date 31 may 2019. The manufacturer¿s international service technician confirmed the reported power issue. When the device was investigated further, a dent on one connector pin in order to connect a battery to a device was found. The phenomenon was considered to have occurred due to the dent. The manufacturer¿s international service technician replaced the power cord harness assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the unit will not power off. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified, estimate used.